Event description:
It was reported that the patient had a car accident and reported lost stimulation following the accident. An x-ray confirmed that the lead migrated cranially about three contacts, approximately 8cm, and the tension loop was undone. The clinical specialist reported no impedance issues on either lead. The patient was scheduled to undergo a surgical procedure to align the right lead. The surgeon made a small midline incision and pulled the right lead back without complication. There was no report of patient harm or injury. The device remains implanted and functional.

Manufacturer narrative:
Mml reference (B)(4)

Manufacturer narrative:
Mml reference #: (B)(4). The device manufacturing record was reviewed and no relevant non-conformance's were found. Following the lead repositioning, the reactiv8 system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). Added UDI information. Updated h6

Event description:
It was reported that the patient had a car accident and reported lost stimulation following the accident. An x-ray confirmed that the lead migrated cranially about three contacts, approximately 8cm, and the tension loop was undone. The clinical specialist reported no impedance issues on either lead. The patient was scheduled to undergo a surgical procedure to align the right lead. The surgeon made a small midline incision and pulled the right lead back without complication. There was no report of patient harm or injury. The device remains implanted and functional.